Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the pump display screen was found to be dim with a reddish tint.

Event description:
The patient reported that the up, down, and ok buttons are increasingly unresponsive to presses. The patient states the pump is not exposed to water and there is no damage to the keypad.